Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 7 of 16 mdrs filed for the same patient (reference 0001825034-2016-02612 / 02616 & 02932 / 02934 & 02937 / 02944). Remains implanted.

Event description:
Patient has indicated the potential need for a left hip revision due to osteolysis, elevated metal ion levels and suspected loosening of the acetabular component. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This report is number 7 of 20 mdrs filed for the same event (reference 0001825034-2016-02612 / 02616 and 02932 / 02934 and 02937 / 02944 and 03405 / 03408).

Event description:
Patient has indicated the potential need for a left hip revision due to osteolysis, elevated metal ion levels and suspected loosening of the acetabular component. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. It was reported in medical records received that patient experiences osteolysis, pain and particulate wear of the liner.